Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During technical onsite history visit the field service engineer (fse) confirmed and replicated the reported event. The fse replaced the emr board. The fse verified system according to sir (service installation record). The energy table was stable after board replacement. The root cause could not be determined conclusively. The manufacturer internal reference number is: 2020-05604.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser energy was too high during calibration so the laser was restarted and recalibrated. Half a second into treatment a 20% energy too low error displayed. The patient's treatment was canceled and rescheduled for another day.